Event description:
It was reported that pump was interrogated on (B)(6) 2012 and it showed motor stalls occurred. Ten minutes after the motor stall, a recovery was noted. An hour later, the motor stalled again and it said ¿pump stopped period may exceed¿ on (B)(6) 2012 because ¿it was never recovered at that time¿. No alarm was heard. Motor stalls caused by patient having magnetic resonance imaging for a severe headache, which was later reported to be unrelated to device or therapy. The motor stall was recovered on the date of this report. It was noted that ¿the MRI was normal and everything was in place.¿ the patient was ¿doing fine and receiving effective therapy.¿ the pump was used to deliver morphine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump ¿did not turn back on as he expected¿. The patient had gone to his healthcare provider (hcp) and stated that his pump had only ¿2 days left before it would have shut off for good¿.